Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the customer's insulin pump were unresponsive. Her blood glucose was 124mg/dl at the time of reporting. The insulin pump is being replaced. No additional information was reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump has cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window.